Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery. The target lesion was located in a below the knee artery. A 4.0 x 100, 135cm mustang¿ balloon catheter was selected for use and advanced to dilate the target lesion. The balloon was inflated at 5 atmospheres; however, upon balloon deflation, the blood went into the indeflator reservoir and the balloon was found out to have ruptured. No patient complications were reported.